Event description:
It was observed that during the device evaluation, the subject device exhibited hole in cord. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed; a cut was found on the light guide cable. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on edge of objective frame, dented outer tube, and loose light guide adapter. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event was observed during reprocessing.